Event description:
It was reported by the pt that he underwent a hip arthroplasty in 2007, in which he received a durom acetabular cup. Post-op, he experienced pain and his surgeon recommended that a revision take place in 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.